Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after two meals announced as ¿usual,¿ with one event requiring glucagon and a documented nadir of 29 mg/dl; cgm low and urgent low alerts were received, and the user reported no recent illness, medication changes other than starting a calcium supplement, no exercise, no high glucose preceding the lows, and no device disconnections beyond routine fill tubing while disconnected. Symptoms included weakness, low energy, and visual disturbance consistent with hypoglycemia. Outcomes included transient functional limitation without hospitalization or professional medical intervention. Investigation included complaint handling with user interview and use review focused on recent targets, weight settings, insulin type, meal announcements, calibration, bg run mode, and activity factors. Investigation of this case revealed no device alarms or malfunctions, correct insulin type use, appropriate meal announcement timing, and no identifiable device component failure, with the event consistent with hypoglycemia potentially related to announced meal size relative to intake and automated insulin delivery behavior. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device malfunction and possible user- and physiology-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.